Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "slow rhythm" post operatively. Right ventricular (rv) lead dislodgement was noted. It was noted the patient had a difficult anatomy. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.